Event description:
Info received indicates the brake casters are ratcheting from side to side after the brake is applied.

Manufacturer narrative:
The technician replaced both brake casters to repair the bed.